Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 285mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
.